Event description:
It was further reported that two (2) additional batteries did not provide power. The batteries were reportedly connected to the controller but the controller didn't recognize the batteries and the ventricular assist device (vad) stopped. The batteries were replaced.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. D9 device return date h6 fdd code additional products: d1: heartware ventricular assist system ¿ battery, d4: model #: 1650, catalog #: 1650, expiration date: 30-jun-2022, serial #: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 03-jun-2021. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g02002. H6: FDA device code(s): a0705. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. D1: heartware ventricular assist system ¿ battery d4: model #: 1650, catalog #: 1650, expiration date: 31-may-2022, serial #: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 21-may-2021. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g02002. H6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6), h6:FDA method code(s):b15, b01, h6:FDA result code(s):c04, h6:FDA conclusion code(s):d02 serial# (B)(6), h6:FDA method code(s):b15, b01, h6:FDA result code(s): c19, h6:FDA conclusion code(s): d14, serial# (B)(6), h6:FDA method code(s):b15, b01, h6:FDA result code(s): c19, h6:FDA conclusion code(s): d14, serial# (B)(6), h6:FDA method code(s):b15, b01, h6:FDA result code(s): c19, h6:FDA conclusion code(s): d14 ,product event summary: one (1) controller ((B)(6)) and four (4) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The batteries were able to adequately charge on a test battery charger and were able to provide power as expected. Failure analysis of the returned controller revealed that the device passed functional testing. The ¿no power¿ alarm performed as expected. Visual inspection revealed contamination within power ports one (1) and two (2). Additionally, visual inspection under 10x magnification revealed hairline cracks around power ports one (1) and two (2). An internal inspection did not reveal evidence of fluid ingress. The observed contamination and cracks are additional observations not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed an instance involving (B)(6), where the battery¿s relative state of charge (rsoc) was between 101-201 which is indicative of a communication error. This is an additional finding not related to the reported event. Log file analysis revealed a controller power-up with associated pump start event logged on (B)(6) 2021 at 19:45:11. Internal logs revealed that the data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 96% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for ten (10) seconds. Loss of power to the controller will trigger the display to become dark with no parameters and will result in a continuous audible alarm, which corresponds with the reported "screen went dark.¿ two (2) additional controller power-ups with associated pump start events were logged on (B)(6) 2021 at 14:29:49 and 14:30:17. The last data point was recorded on (B)(6) 2021 at 13:40:51, the controller was without power for a maximum of one forty nine (49) minutes and twenty six (26) seconds. Revi ew of the alarm log file revealed a vad disconnect alarm logged on (B)(6)2021 at 13:10:35, indicating a physical disconnection of the driveline from the controller. As a result, the reported loss of power event was confirmed, however, the reported batteries not providing power event could not be confirmed. All four (4) batteries were lubricated prior to release. Possible root causes of observed the communication error involving (B)(6), can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power logged on (B)(6) 2021 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the loss of power logged on (B)(6) 2021 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources and/or a controller exchange. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was doing a routine battery change when they disconnected one battery to change to a new fully charged battery and the controller screen went dark. A ¿no power alarm¿ was not displayed but they patient stated they knew the pump was off because they could feel when it stopped and restarted when a new battery was connected to the controller. The batteries and controller were reported to have not provided power. The patient was sent to the emergency room and the controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 03-jun-2021. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Medical device: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 24-may-2021. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.